Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that when attempting to connect a smiths medical level 1 hotline disposable to an hl-90 at pre-use check, it could not be connected because the connection was too tight. There was no patient injury.